Event description:
Pt states that in 2006 the brackets that hold the hand hold support to the crutch frame broke causing him to fall. Pt states that when the hand hold gave way that the arm pit support subsequently broke due to the extra weight. Pt states that the crutch is rated at 250 lbs. Pt states that in the 90's and again in 2000 that the hand hold brackets cracked in one of the referenced firms aluminum crutches that he had. Pt states that he believes the material used to make the aluminum crutches is an inferior quality and that the design is too light of a duty. Pt states that these devices are made in foreign country.